Event description:
The patient reportedly experienced episodes of intermittencies followed by a loss of sound. External equipment was exchanged and programming adjustments were attempted. However, this did not resolve the problem. Surgery to explant the patient's device will be scheduled.